Event description:
It was reported that the right atrial (ra) lead had unstable thresholds, no capture at maximum output and it had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.